Event description:
The dentist reported that after 8 months that the dental implant was installed in intra-oral region #13 it was verified its non osseointegration. 40 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii) and bone graft was executed.